Event description:
It was reported that the device was presenting with syringe plunger not in place alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. The top case was chipped by front left corner. There was a syringe plunger alarm in event history log. Reported problem was unable to be duplicated during syringe test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced optocoupler and ear clip as a preventative measure.